Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's lead had migrated following a near fall incident. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's migrated lead was explanted and replaced. During the surgery the physician attempted to place an additional lead at l4 for new pain coverage but was unsuccessful due to patient anatomy. The patient's therapy was restored post-op on the implanted lead.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.